Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I result was obtained from a patient sample using vitros troponin I es reagent with a vitros eciq immunodiagnostic system. A definitive assignable cause could not be determined. Based on historical quality control data, there was no indication that a vitros troponin I es reagent issue contributed to the higher than expected result. However, the level 1 control used by the customer does not adequately evaluate performance of the vitros troponin I es reagent with troponin I concentrations <url (0.034 ng/ml), therefore a reagent issue cannot be entirely ruled out as a contributing factor. Vitros troponin I es precision testing was within acceptance limits, indicating that the vitros eciq immunodiagnostic system was operating as intended and did not likely contribute to the events. Pre¿analytical sample handling could not be ruled out as a contributing factor, as ortho established that the customer was not following the sample collection device manufacturer¿s recommendations for sample processing. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible, higher than expected troponin I result from a patient sample (0.11 ng/ml versus expected result of <0.012 ng/ml) using vitros troponin I es reagent in combination with a vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected troponin I results were reported from the laboratory, however a corrected report was issued. No treatment was altered, stopped or initiated as a result of the higher than expected result. There is no allegation of patient harm as a result of the event. (B)(4).